Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was compression fracture. It was reported that after inserting the balloon into the vertebral body, it was inflated up to 1 cc at first, then it was inflated up to 1.5 cc; when the handle was turned again, the balloon was ruptured. Procedure performed was balloon kyphoplasty (bkp). There was no time delay in procedure reported. The procedure was completed successfully by using an new product. No fragments of ruptured balloon left inside patient body. There were no patient symptoms and complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # ke102 ; lot # unknown visual inspection confirmed the slice/leak could not be exposed due to the dried contrast in the balloon of the ibt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.